Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer did not recall any significant events leading up to the call. Customer also reported receiving several additional error alarms. Troubleshooting showed that the set and/or reservoir was occluded. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive no delivery alarm noted. The insulin pump cracked battery tube threads, reservoir tube lip and minor scratched display window.